Event description:
The lay reporter / nurse contacted lfs in 2009 alleging inaccurate low readings on the pt's one touch ultra 2 meter. The nurse mentioned that the pt had been obtaining low readings on her ultra 2 meter around 3 mmol/l and had not been feeling well and looked flushed, and the mother had been treating the pt with glucose to elevate the readings. Since the pt was still not feeling well, she took her daughter to the hospital and her reading in the hospital was 28 mmol/l and the pt was hospitalized. A medical surveillance specialist (mss) sent follow up questions and obtained the following info: two days prior to contact to lfs, the pt's mother was concerned about her daughter and took her to the hospital at an unspecified time where she was admitted. The pt had ketones in her urine and her lab reading was 26.6 mmol/l (478 mg/dl) and the hospital meter read 28.2 mmol/l (507 mg/dl). The pt's meter at that time read 6 mmol/l (108 mg/dl). While her stay in the hospital she was treated with insulin and oral hydration. The pt was discharged the following day. While troubleshooting with the nurse, it was noted that the pt has 2 meters a one touch ultra 2 meter and a one touch ultra easy meter; however, had been using the one touch ultra 2 meter for three days and was using the ultra easy meter, and the readings on the ultra easy meter had been displaying elevated readings (anywhere from hi - 31.1 mmol/l). The pt had obtained the following results were on one touch ultra 2 meter; however, results were from a log book and not from the meter memory: on event date, the pt obtained a 3.2 mol/l (57 mg/dl) for breakfast, 3.2 mmol/l (57 mg/dl) at lunchtime and a 3.9 mmol/l (70 mg/dl) in the evening. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, how often the pt tests and what time the pt went to the hospital the same day. It would have also been helpful to know how long the mother had been treating her daughter with glucose. Per troubleshooting, test strips passed using the control solution with the subject meter and test strips. The complaint is being reported since the reporter alleged that due to the low readings on the ultra 2 meter, she had been treating her daughter with glucose based on the meter results; however, when the pt was still not well, she was admitted and treated in the hospital for hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.